Manufacturer narrative:
Date sent to the FDA: 08/23/2021. H6 health effect - clinical code: e2402 used to capture mesh migration. Additional b5 narrative: it was reported that the patient experienced pain and mesh migration following surgery.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 09/29/2020. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery and transabdominal repair of left inguinal hernia on (B)(6) 2019 during which the surgeon noted ¿the previously placed mesh was folded and contracted. He removed large parts of the mesh. However, a portion of the mesh was adherent to the origin of the inferior epigastric vessels from the iliac vessels and could not be removed.¿ it was reported that the patient experienced an unknown adverse event. No additional information is provided.